Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v010426, implanted: (B)(6) 2006, product type: lead. Product ID: 3093-28, lot# v009768, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that she tried to see her doctor in december but he was too busy. She requested that the device be removed, but the doctor asked her to keep it until (B)(6). The device didn't work, she had a total hysterectomy, and she had a tumor removed since then, in 2013. The device was still there and her back still hurt from it. The patient felt stimulation in her rectum and her big toe and it bothered her. She hadn't been able to work because of it and suffered from post-traumatic stress disorder from the "whole ordeal." She wanted to schedule an appointment with her doctor and had left a message. No troubleshooting, interventions, outcome, or potential event cause were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Reports #3004209178-2015-17219 and #3004209178-2015-17226 for previous issues the patient experienced.